Event description:
Facility alleges hemolysis. Report indicates that patient was admitted to the hospital the day after her dialysis treatment with a diagnosis of hemolysis. All possible causes except mechanical hemolysis were ruled out. No obvious kinks were noted in the line, no drop in venous pressure recorded. Nurse reported that patient has been discharged from the hospital since, and experienced no further ill effect. Pre event hct:36.4, hgb 11.1. No blood tests information available at this time. Facility will send a companion sample. 4/17/97 call from a person informing that no companion sample will be available from this lot, because it is completely used up.